Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. The device evaluation was completed on 21-jul-2025. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. The physician was not able to push the sheath through the transseptal puncture. When they looked at the tip of the sheath, it was not tapered. The sheath was replaced and the issue was resolved. The procedure continued. No patient consequence was reported. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed that the soft tip was bumped and the irrigation hole was stretched, as if the dilator or the transseptal needle was passed through it. No other damage or anomalies were observed on the device. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. The intracardiac resistance reported by the customer can be confirmed due to the conditions observed on the soft tip and irrigation hole. This failure could be related to a potential skin incision size relative to sheath during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported, ¿the physician was not able to push the sheath through the transseptal puncture. When they looked at the tip of the sheath, it was not tapered¿ issue. In addition, biosense webster inc. Analysis finding of the ¿the irrigation hole was stretched, as if the dilator or the transseptal needle was passed through it¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported, ¿the physician was not able to push the sheath through the transseptal puncture. When they looked at the tip of the sheath, it was not tapered¿¿ issue. In addition, biosense webster inc. Analysis finding of the ¿soft tip was bumped¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 08-jul-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. The physician was not able to push the sheath through the transseptal puncture. When they looked at the tip of the sheath, it was not tapered. The sheath was replaced and the issue was resolved. The procedure continued. No patient consequence was reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.